Manufacturer narrative:
This lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead dislodged, which was observed during the following post op check. Surgical intervention was performed to reposition the lead, and was successful. This lead remains implanted. The patient is not pacemaker dependent, and there was no evidence of pauses or syncope. No additional adverse patient effects were reported.